Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/66 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added and a supplemental report will be submitted accordingly. Referenced article: predictors of lead break during transvenous lead extraction. Journal of arrhythmia. 2021;37:645-652. Doi: 10.1002/joa3.12524. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding lead break during transvenous lead extraction. The article reports patients who underwent lead extractions due to pocket infection, endocarditis, thrombosis/vascular issues, lead perforation, and tricuspid regurgitation caused by a malposed lead. During lead extraction procedures, there were patients who experienced cardiac tamponade. In some cases, only partial removal occurred, and the partial lead was retained. There were lead breaks during extractions which were noted by the lead stretching and becoming misshapen, as assessed by fluoroscopy. The status/ disposition of the leads is unknown. No further patient complications have been reported as a result of this event. Further follow up did not yield any additional information.